Event description:
Plaintiff alleges the development of type I latex allergy from his exposure to latex exam gloves. He alleges suffering great physical pain and mental anguish, loss of earning capacity and wages throughout his lifetime and is at severe risk of suffering anaphylactic reactions when he comes in contact with latex containing products. Alleges sustaining unspecified damages related to the latex allergy suffered by plaintiff.